Event description:
It was reported that prior to starting post-anesthesia a da vinci-assisted left hemicolectomy surgical procedure intermittent monopolar energy activation on the erbe unit without the pedal being pressed, using a laparoscopic instrument. Intuitive surgical (is) technical support engineer (tse) was contacted for support, the day after the procedure, and requested a filed service engineer (fse) site visit for a system check. The caller reported that the problem happened only during port positioning and that customer was able to temporarily resolve it by pressing the pedal and adjusting the pedal cable when needed. The issue did not occur during the robotic procedure. The tse reviewed system logs, no related errors verified in the logs. The caller stated that the surgeon was able to complete the procedure robotically, as planned, with no delays and with no harm to the patient. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the pedals used during the procedure were erbe pedal. The laparoscopic instrument used was a third-party instrument. The work order (wo) is still pending, the fse is trying to plan the activity in agreement with customer.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A review of the information associated with this event was performed by post market quality engineer and it was noted that the erbe was activating without the pedal being pressed that could result in injury.the pedal was getting stuck and the surgeon was able to press the pedal to get it unstuck and adjusting the cable helped.